Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed on the returned wire and the reported tip separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported separation appears to be related to circumstances of the procedure. Additionally, sterile devices were returned from this lot. There was no damage noted on any of the returned sterile devices. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other hi-torque devices referenced is filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid right coronary artery (rca) that was a total occlusion. The first hi-torque (ht) balance middleweight (bmw) universal ii guide wire was used successfully; however, during removal, the tip broke off in the distal rca and traveled distally. The distal tip of the bmw guide wire was embedded in the vessel after an unsuccessful attempt to remove guide wire with balloon. A second ht bmw guide wire unraveled inside the vessel and needed to be retrieved with an expanded balloon. There was no reported clinically significant delay in procedure. No additional information was provided regarding this issue.